Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited far-field oversensing with inappropriate mode switch. The patient also had dyspnea symptom reported. Technical services (ts) reviewed and stated that the presenting electrogram (egm) showed the device was operating as programmed. This device currently remains in service. No adverse patient effects were reported.